Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified?: the initial reporter also notified the FDA november 2017 via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the catheter hub on a bd nexiva¿ closed IV catheter system during use. No injury or medical intervention.

Manufacturer narrative:
Investigation results: DHR review: all challenges and sampling were completed successfully without issue. Qn review: no qns were initiated in the production of the batch. Eura review: the cause of the defect identified in the eura could not be confirmed during the investigation. The occurrence of this incident does not exceed what is considered and acceptable risk level. Sample analysis: no sample was returned for investigation. The defect was not confirmed through the investigation. The cause was not identified during the investigation. The occurrence of this incident does not exceed what is considered and acceptable risk level.